Manufacturer narrative:
An event of tachycardia, pulmonary edema, and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2023, an 16mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Prior to the procedure, the patient's last anticoagulant was xarelto, which was taken 1 day prior to procedure on the morning of (B)(6) 2023. During procedure, the patient was administered heparin. The patient's activated clotting time (act) level was 334 seconds. The left atrial pressure was 24mmhg. The patient was in atrial fibrillation. The 16mm amulet occluder was deployed once, and it was determined that a larger device was needed. The device was fully recaptured and removed. An 18mm amplatzer amulet left atrial appendage occluder was then successfully implanted with one partial recapture using the same delivery sheath. The physician was aware that using the same sheath with two different devices was against the instructions for use (IFU). The 18mm amulet occluder was successfully implanted. 50mg of protamine was administered at the end of the procedure. On (B)(6) 2023, the patient experienced an elevated heart rate (hr) of 150 bpm and found to be acidotic. The patient was sent to the catheter lab for pericardiocentesis of the moderately sized circumferential effusion. The pericardial effusion was measured to be less than 2mm. It was unclear if there was a cardiac tamponade. It was reported the pericardial tap procedure was challenging due to patient size and hiatal hernia. Despite multiple attempts, blood was unable to be drained, but the effusion was resolved. The physicians believed that the blood likely drained into the pleural space due to the multiple sticks in attempt to drain the effusion. The patient was taken to the critical care unit for continued observation. The implanting physician believed that the effusion may have been caused by the device. After the pericardiocentesis, it was noted a larger issue of pulmonary edema had occurred, which was not believed to be related to the device. The pulmonary edema was believed to be caused by the fluids provided during the implant procedure, being in the unit, and the pericardiocentesis. Patient status was reported as stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.